Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this product planned to be explanted due to a patient infection. It is unsure if the patient presented to another hospital for the procedure, as the sales representative has not seen the patient.